Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported a loss of communication between the insulin pump and mobile device.  Troubleshooting was performed but the issue was not resolve and blue adapter will be sent.  No harm requiring medical intervention was reported. The customer will continue the use of the device and the it will not be returned for analysis.

Manufacturer narrative:
An attempt to reproduce the reported event with the mobile device iphone 11 pro with ios 15.7 and minimed mobile (1.3.1/1.3.2) with 780g pump (software version 6.7v.3) was conducted and confirmed the issue is not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the ble connect ios and android mobile software requirements after conducting a thorough investigation, we have found that the symptoms observed in this case match the typical behavior of the ios app when a user fails to remove the pump from the list of connected devices prior to attempting a new pairing. Although the ticket indicated that the pump had been removed from the bluetooth settings, we are unable to confirm this based on the application log. Documents this behavior, which was addressed by implementing a workaround that alerts the user to the pairing failure during the initial pairing attempt with the pump. To assist with the resolution of the issue, we provided the helpline team with the following workaround to ensure that it is addressed effectively: suggest user to delete the pump from bluetooth settings and re-pair the phone each time when the pairing was lost. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.